Event description:
It was found that the siderail would not latch due to the central column being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.